Manufacturer narrative:
(B)(4). Product investigation was completed. This lead was subjected to and passed continuity, hi-pot and x-ray tests. Lead was determined to have met specifications. Product investigation does not provide any additional information.

Event description:
It was reported that this right atrial (ra) lead was explanted due to helix extension and retraction issues and difficulties for repositioning. A new lead was implanted. No additional adverse patient effects were reported.